Event description:
The plaintiff's attorney alleged the plaintiff experienced a cardiovascular event on or about (B)(6) 2011 after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported and associated with mdrs # 1225714-2013-00385, 1225714-2013-00386, 1225714-2013-00387.